Manufacturer narrative:
Approximate age of device - 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018. The cause of death was self-termination of support resulting in cardiogenic shock. Additional information was requested, but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not returned to the manufacturer for analysis. A direct correlation between the device and the reported event could not conclusively be determined. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.